Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received from the field with the battery voltage above elective replacement indicator (eri) level, and with the ventricular septum and setscrew missing. Further visual inspection did not reveal any anomalies related to the field concern. Electrical and mechanical analysis was performed, after attaching a new setscrew, which indicated normal functionality. Additional evaluation under field conditions found normal interrogation results. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.